Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump gives no delivery alarm. The customer¿s blood glucose level was 103 mg/dl at the time of the incident. The customer stated that after changing the infusion set no delivery alarm still getting. Customer declined to continue troubleshooting. The customer stated that they tried all the remedies. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.